Event description:
It was reported that the ilet pump touchscreen became nonresponsive on the slide-to-unlock screen, and a restart did not resolve the issue; the problem was characterized as an unresponsive key/button affecting the touchscreen, and the patient was educated on device management, syncing, and replacement logistics. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.